Event description:
It has been reported that device voice prompts do not function correctly.

Manufacturer narrative:
(B)(4). Device evaluation pending. Initial report submitted due to potential reportability per 21 cfr 803.3.